Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery. The physician initially attempted to cross the lesion with another MFR's 2.0-40mm balloon, but was unsuccessful. The physician then advanced the sterling monorail 3.0 x 20mm to the lesion. It was not noted how many times the balloon was inflated, however, the sterling ruptured at 8 atms. The procedure was successfully completed with an unspecified device. No pt complications were noted and the pt status was reported as "good".